Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the anti reflux valve allegedly did not function. It allegedly let the urine get backed up.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted one center entry bag was returned. No obvious defects. The bag was filled with water, and the water drained through the anti-reflux valve into the bag as intended. The bag was then flipped over and water did not drain through the anti-reflux valve, the valve performed as intended. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that the anti reflux valve allegedly did not function. It allegedly let the urine get backed up.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the anti reflux valve allegedly did not function. It allegedly let the urine get backed up.